Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - unknown side hip, reason(s) for revision: unknown. Update - removed hospital as this was put in accidentally and is actually the surgeons name. Added surgeon. Taken from (B)(6) email dated 31st july 2014. 29 march 2015 ¿ notification received from (B)(6) that asr patient; (B)(6), died on (B)(6) 2014. 10 april 2015 ¿ no further information is available regarding the death of this patient at this time. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. (B)(6) are liaising with (B)(6) local counsel for additional information. (B)(6) have confirmed that the claimant has not registered a claim with them, should further information become available, the complaint will be re-opened and evaluated for investigation. Please see attached confirmation of death and translation of legal letter regarding claim. Com has been sent to (B)(4) in investigation. Also filled in all expiry dates. Sm 15 apr 2015.

Event description:
Asr revision.asr xl - unknown side hip.reason(s) for revision: unknown.